Event description:
It was reported that during the procedure in the 90% stenosed, proximal-mid tortuous right coronary artery, a 3.0 x 28 mm xience v stent system was advanced but could not cross the lesion. A non-abbott stent was advanced but also could not cross. A voyager dilatation catheter was advanced through a side branch as an anchoring balloon. Another attempt was made to advance the 3.0 x 28 mm xience v stent system, force was applied, and the shaft separated approximately 15-20 cm from the proximal end outside the patient anatomy. The procedure was completed using a non-abbott stent system. There was no adverse patient effect. Though requested, no additional information was provided.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Manufacturer narrative:
Follow up # 1/supplemental report text- (B)(4) 2011: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. Product analysis found the meter's display was cracked. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.